Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that during a surgical procedure, this device delivered an electric shock. Technical services (ts) was consulted and referred the patient to contact the device clinic. No adverse patient effects were reported. At this time, this device remains in service.